Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer declined philips services and repaired the unit by adjusting the ribbon cable. The device is back in service.

Event description:
The customer reported eight error codes associated with the data acquisition board; all sensors appear to have failed simultaneously. This indicates a spi bus failure. No patient harm reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Office contact address: (B)(4).

Event description:
The customer reported an spi bus failure. No patient harm reported.